Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels which could not be stabilized using the insulin pump. The blood glucose reading was 596 mg/dl. The customer treated with 10 units of insulin with an insulin pen. The customer's grandmother stated that after insulin delivery via the insulin pump, the blood glucose lowered to 345 mg/dl, the back up to 384 mg/dl. The readings fluctuated and rose back up to 394 mg/dl. The caller stated that the insertion site, insulin, infusion sets and reservoirs had been changed out, but the blood glucose levels did not lower. A no delivery alarm was found in the device alarm history, and it was resolved with a complete infusion set change. The customer complained of nausea. The caller reported air bubbles in the supplies and a bent infusion set cannula. Unable to complete troubleshoot due to lack of tubing clamp; advised that one would be sent. Advised a complete infusion set, reservoir, and insulin change. Nothing further reported.